Manufacturer narrative:
The patient completed his course of tms treatment and saw improvement in his depression scores. The patient has pre-existing hand tremors and it is unknown if the balance issues are due to an underlying neurological disorder. The patient has a neurologist appointment booked in the near future. The information provided is inconclusive on how tms may have caused or contributed to the patient's symptoms. Due to the four falls the patient alleges, the company is reporting out of an abundance of caution.

Event description:
Patient reported having balance issues and falling 4 times over the past 30 days during tms treatment. The patient was not seriously injured during the falls, but balance issues continued throughout and after tms treatment. Patient is scheduled to see a neurologist in the near future.